Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their coulter lh 780 hematology analyzer did not flag for blasts on the first run for one patient and manual smear showed that blasts were seen. The customer provided data for 2 patients. Patient 2 had erroneous low neutrophils and lymphocytes and high monocytes when compared to sample rerun and manual differential. However the instrument performed as intended and alerted the operator appropriately with instrument generated flags, suspecting the results generated therefore it is not considered as an instrument malfunction. Patient 1 had erratic, erroneous differential results, as compared to manual differential. Manual results showed that blasts were seen. Differentials were believed to be erroneous because the first run was not matching with subsequent runs or the manual count. All runs showed instrument generated messages however the first run did not flag for blasts. The results for patient 1 are shown in the attachment. No erroneous results were generated outside the laboratory and there was no affect to patients with regard to this event.

Manufacturer narrative:
Samples were drawn in 4 ml edta tubes and analyzed the same day in automatic mode. Samples were placed on rocker bed and allowed to rock 12 times. Controls run before the event recovered within assay range. Data was not provided for controls run after the incident. Raw data was requested, but was not provided. A field service engineer (fse) spoke to the customer and had them perform reproducibility and the differentials met specifications. The cause of this event is unknown.